Event description:
The end user allegedly stated that the shower chair was unsteady and before he could stand up the chair allegedly broke in half, at the width, causing the end user to allegedly fall to the shower floor.